Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2015 with the following findings: a review of the pump black box data indicated no evidence of short battery life. During testing, the ez-prime steps were performed correctly. The current draws were found to be out of specifications. The pump case was removed and an intermittent condition was found to the cgm module due a cold solder connection. Current draws returned to specification after unplugging the cgm module from the printed circuit board (pcb).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.